Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the physician. Another sample was drawn. Repeat analysis was performed with both samples. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 13x100 lithium heparin tubes and centrifuged at 3000 for 10 minutes. The first patient sample was stored >2 hours before repeat analysis was conducted. The second patient sample was a fresh processed sample. Quality control (qc) data was not supplied. There were no reports of result flags or event log errors. There were no accutni or other assay qc issues reported. Service was not dispatched because a preventive maintenance was performed on (B)(4) 2010. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.